Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 322 alarm which was verified through a review of the event history log by the presence of multiple system error 322 alarms. The cause was determined to be an out of adjustment lower link switch. The link switch was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)) upon power up in the intensive care unit. There was no patient involvement. No additional information is available.